Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and MFR operating procedures. A sister device from the same lot was tested and met all release criteria. There was no report of device failure at the time of surgery.

Event description:
Matristem surgical mesh device was used as reinforcement for an esophageal anastomosis after gastrectomy surgery on (B)(6) 2014 the patient developed stenosis at the anastomotic site and treated with dilation.